Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of about low blood results. Customer performed blood test on three meters with two different vials of test strips, all results show as "lo". Meter serial numbers - (B)(4). No adverse event reported.